Event description:
This event happened outside of the us, in (B)(6). According to the information received, the patient presented an adverse event on (B)(6) 2021: severe induration in the marionette lines and moderate edema in the cheeks. This appeared after injections of teosyal puresense ultra deep (on (B)(6) 2020) in the cheeks, and of teosyal rha 4 (on (B)(6) 2020) in the marionette lines and nasolabial folds. The patient also received the pfizer covid-19 vaccine one day prior (on (B)(6) 2021). The patient was treated with antihistamines (loratadine starting on (B)(6) 2021) and corticosteroids (prednisone starting on (B)(6) .2021). The patient was also hospitalised for several days to monitor her situation. Her symptoms improved after one day of treatment. At the hospital, on (B)(6) 2021, she received antibiotics, antihistamines (phenergan), and a steroid injection. On (B)(6) 2021, we received information that during the week of the (B)(6) january, the patient was released from the hospital and the adverse event was resolving.